Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date , and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for a product evaluation. Only the carrier tube assembly was returned for analysis. The poly-foil pouch and bypass tube were not returned. Visual inspection revealed that the there was a kink at the proximal portion of the manufactured slit in the carrier tube assembly. The anchor and swollen collagen were exposed and the deployment sleeve was found in the forward lock position. No other anomalies were noted. Functional testing was no able to be performed since the bypass tube was not returned for analysis. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). It was reported to be unknown if a pre-deployment angiogram performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.